Manufacturer narrative:
(B)(4). This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Battery diagnostic data indicated the battery power consumption had been increasing steadily over the past year and would continue to increase. The device was explanted and replaced. No additional adverse effects to the patient were reported.

Manufacturer narrative:
Patient code 3191 = surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Battery diagnostic data indicated the battery power consumption had been increasing steadily over the past year and would continue to increase. The device was explanted and replaced. No additional adverse effects to the patient were reported.